Event description:
Peritoneal dialysis nurse reported her pt developed peritonitis on (B)(6) 2013. The pt is a transplant recipient and is being treated with intravenous antigens that cause her to experience signs and symptoms similar to peritonitis. The pt was treated with unspecified antibiotics. A home visit determined the pt was not using her stay safe organizer. It was also noted the pt injected insulin into her bags and did not use sterile techniques. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported info and plant's investigation. Associated case report numbers: 2937457-2013-00439.